Manufacturer narrative:
(B)(4). Physio-control recommended that the customer replace the main keypad assembly and gave the appropriate part number. Physio-control has attempted to follow up with the customer to find out the status of the device repair but has been unsuccessful in reaching the customer. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that the analyze and energy select down buttons were no longer working. Without the functionality of these buttons, the device would not have the ability to charge and deliver defibrillation energy in AED mode or move the defibrillation energy level down when attempting to charge and deliver energy. There was no report of any patient use associated with the reported issue.